Manufacturer narrative:
Cse inspected the system and confirmed that the direct current power supply had failed. The cse installed a new power supply and 3 analyzer fuses. The cse primed the system and loaded reagents. The cse ran system check and quality controls, which were good. The cause of smoke being emitted from the instrument was a power supply failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from a dimension exl with lm instrument. The instrument was powered off and unplugged. There were no injuries to laboratory personnel and no patient samples were affected due to the smoke emitted from the system.